Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es encountered an issue where main drawer 3.1 failed to open. The customer had performed a station reboot followed by recover storage space, but issue still persists. The customer stated this malfunction occurred when the user was trying to issue medication to the patient. Additionally, it was reported that the user was able to retrieve the needed medication from another medstation and confirmed that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the enhanced half height cubie drawer 3.1 was not detecting any pockets. A field service engineer (fse) powered the station down and reseated the row board cable to the drawer controller. The fse also reseated the retractor band and powering the station back up, all the pockets were detected successfully. The system functioned as intended after the field service engineer repaired the device.